Event description:
It was reported that there was oversensing and false fast ventricular tachycardia episodes detected, possibly due to low frequency noise. No patient symptoms were associated with the episodes and rates were the same coming into and out of the episode. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. It was observed that the lifetime fast ventricular tachycardia episode counter reads (B)(4) and the lifetime time in noise counter reads (B)(4).